Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. There was no damage in the keypad assembly. The insulin pump was monitored in a 50 c oven for several hours and no button error alarm was present. However, moisture damage was found on the electronic assembly. The insulin pump was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 36 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised during a bolus attempt they received the button error alarm. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer stated that they were pushed in a lake and the device was exposed to lake water. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.